Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. No further information could be obtained.